Event description:
The customer had nausea and was hospitalized for high blood glucose. The customer stated that she does not feel well and was having vision problems. The customer also stated that several days ago she thought she had a rewind/prime problem and she did not see the insulin exiting. A day later the customer clled back to troubleshoot the pump. Customer tried to change the infusion set while on the phone and she pulled the plunger out. Assisted with programming the pump.